Manufacturer narrative:
The end user did not provide lot traceability for the safari2 guidewire. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per email, it was reported that: pacemaker implanted post procedure. Additional information received: what event necessitated a need for a pacemaker? As soon as the safari wire went across annulus the patient went into heart block. Was a pacemaker successfully implanted? Yes post procedure. What is the patients current condition? As far as I am aware stable.